Manufacturer narrative:
Returned product analysis revealed the hypotube and the trapper device had fractured. Microscopic examination revealed a severe kink at the fracture site. The cause of the shaft damage could not be determined.

Event description:
During a ptca procedure, the shaft broke. The entire system was removed from the pt. No pt injuries or complications occurred.